Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately five weeks after device implant. The cause of death has been requested and not received.